Manufacturer narrative:
The t:flex pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the bottom of the cartridge leaked after loading the cartridge onto the pump. Reportedly, the cartridge was being reused. The customer's blood glucose (bg) level was 580 mg/dl as the customer was on vacation and did not have additional cartridges available, the customer used manual injections to address the bgs. The customer reported bgs decreased to 50 mg/dl, which was treated by consuming juice. Recommendation was made to consult with health care provider regarding diabetes management.